Manufacturer narrative:
As of 07/01/2019 aso evaluated retained samples of the same lot number for adhesion properties. A similar complaint was received for the same lot number. Consumer reported that product caused a burn. No medical attention was sought. In addition, aso reviewed records of biocompatibility tests and latex screening. As of 09/06/2019 aso performed testing with the unused product returned by the consumer. The results are acceptable with no defects found during testing. The following was updated: (added code: 4114).

Event description:
Consumer reported that product caused an allergic reaction to her son. Consumer reported that medical attention was sought. The doctor prescribed antibiotics.

Manufacturer narrative:
As of 07/01/2019 aso evaluated retained samples of the same lot number for adhesion properties. A similar complaint was received for the same lot number. Consumer reported that product caused a burn. No medical attention was sought. In addition, aso reviewed records of biocompatibility tests and latex screening.

Event description:
Consumer reported that product caused an allergic reaction to her son. Consumer reported that medical attention was sought. The doctor prescribed antibiotics.